Event description:
Additional information received from the manufacturer representative reported that he could not recall seeing the patient in (B)(6) 2015. It was noted that the patient was seen (B)(6) 2014 for a routine visit at the physician's office; there were no comments, and it was not believed that there was anything wrong at that time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
The consumer reported that he had a problem a few months back. The device malfunctioned and the patient felt like he got shocked twice really bad. Luckily the patient was near the controller and was able to shut it off. The patient contacted a manufacturing representative (rep) and adjusted it. It resolved the shocking issue. It was noted that the shocking occurred suddenly in (B)(6) 2015. It was noted that the patient was implanted for non-malignant pain.